Event description:
A report was received that during a lead revision, the patient's ipg would be replaced. The pt's physician decided to replace the device due to the pt reporting charging difficulties. The pt is reportedly doing well after the procedure.